Manufacturer narrative:
We are waiting for additioal information. We are unaware about patient injury.

Event description:
The laser system has the following problem: "connector pin damaged". No adverse effects to patient were reported.